Event description:
After an implantation period of approx. 4 months, oversensing on the ventricular channel was reported after an ablation procedure.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Rivacor 7 dr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about 4 months. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as partially in the far field channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as in the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Plexa promri sd 65/16: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported oversensing. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.